Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 440 mg/dl three to four days prior to call. Customer's blood glucose lowered to 330 mg/dl on the day of phone call. Customer declined troubleshooting.